Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 7/15/14-7/16/14. The device was received for evaluation. Visual inspection identified a gel/burn in the tubing which would contribute to a leak. Clear passage testing was performed and identified a leak from the gel/burn. The cause of the condition was determined to be a human operator error during the manufacturing process. To address this condition, operators were retrained on the process during which this issue occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from its tubing. This occurred during priming with an unspecified solution, though the reporter stated the solution was not a chemotherapeutic or blood product. The exact leak site was described as ¿from the lower bushing where the pvc/dehp pumping segment reaches the non-dehp segment.¿ patient involvement was not specified; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.